Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the rear therapy electrode (te) cable was pulled from the distribution node (dn) strain relief, exposing the pulse wires inside the distribution node (dn). The cause of the 'gel previously released' event and incoming test failure is a short inside the dn. The cause of the short is the exposed pulse wires. The cause of the exposed pulse wires is the pulled cable. The root cause of the pulled cable is excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's download data was showing a 'gel previously released' event without prior gel release.